Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required antibiotic therapy. Causality was attributed to an unspecified touch contamination event. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations and/or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2022, fresenius became aware this 63-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was being treated for peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 10,869 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 1000 mg daily and cefazolin 1000 mg for 5 days. On (B)(6) 2022, the patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were discontinued. Subsequently the patient was prescribed ip vancomycin 2000 mg twice weekly for 21 days. The pdrn reported the patient is recovering from the events, and attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler. It was verified that the patient utilizes a stay safe organizer.

Manufacturer narrative:
Correction: h10 plant investigation plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 29/nov/2022, fresenius became aware this 63-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was being treated for peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 10,869 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 1000 mg daily and cefazolin 1000 mg for 5 days. On (B)(6) 2022, the patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were discontinued. Subsequently the patient was prescribed ip vancomycin 2000 mg twice weekly for 21 days. The pdrn reported the patient is recovering from the events, and attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler. It was verified that the patient utilizes a stay safe organizer.

Event description:
On 29/nov/2022, fresenius became aware this 63-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was being treated for peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on 11/nov/2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 10,869 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 1000 mg daily and cefazolin 1000 mg for 5 days. On (B)(6) 2022, the patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were discontinued. Subsequently the patient was prescribed ip vancomycin 2000 mg twice weekly for 21 days. The pdrn reported the patient is recovering from the events, and attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler. It was verified that the patient utilizes a stay safe organizer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: h10 plant investigation plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6)2022, fresenius became aware this 63-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was being treated for peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6)2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 10,869 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 1000 mg daily and cefazolin 1000 mg for 5 days. On (B)(6)2022, the patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were discontinued. Subsequently the patient was prescribed ip vancomycin 2000 mg twice weekly for 21 days. The pdrn reported the patient is recovering from the events, and attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler. It was verified that the patient utilizes a stay safe organizer.